Event description:
This pt needed revision surgery because the internal magnet had dislodged and extruded through the skin. A corrective action and product modification have subsequently cahnged the design of the implant.